Event description:
It was reported that during surgery the surgeon experienced erratic performance of the foot pedal that resulted in puncture of the posterior capsule. The patient required a vitrectomy on the next day. No additional information was provided.

Manufacturer narrative:
Age, weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). City: (B)(6). State, province, or territory: (B)(6). (B)(4). The foot pedal is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.